Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports they had lost consciousness and was taken by ambulance to the hospital. Once at the hospital the patient was treated with sugar. The patient was discharged from the hospital the same day as the event. The patient reports days after this event they had received a prescription due to an unrelated blood infection.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.